Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-00917. It was reported the patient experienced ineffective therapy of which reprogramming was unable to resolve the issue. In turn, fluoroscopic imaging confirmed lead migration. As a result, surgical intervention is pending as the next course of action.

Event description:
Device 1 of 2 . Reference MFR. Report#3006705815-2018-00917. Additional follow-up identified surgery took place wherein the leads were explanted and replaced which resolved the issue.